Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was damaged and was replaced. The hemostatic valve on the vizogo sheath is damaged. The sheath was replaced and the procedure was continued. The hemostatic valve was pushed into the hub/sheath and dilator could not be advanced. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. The sheath was not being used on the patient. The event occurred prior to case when flushing it. The issue did not require percutaneous or surgical removal. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 15-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 09-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was damaged and was replaced. The hemostatic valve on the vizogo sheath is damaged. The sheath was replaced and the procedure was continued. No patient consequences were reported. Device evaluation details: according to the picture provided by the customer, the hemostatic valve was dislodged. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged and broken inside of the hub. The damage observed on the valve could be related to the incorrect insertion of the dilator. A device history record evaluation was performed for the finished device number 00001869 and no internal action was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)